Event description:
It was reported that this right ventricular (rv) lead averaged shock impedance values around 100 ohms but recently increased to greater than 150 ohms. A commanded synchronous shock was performed at 1j measuring 80 ohms and again 40j measuring 73 ohms, so the plan was to continue to monitor the patient at this time. No additional adverse patient effects were reported. Subsequent additional information was received that reported that during a follow up visit, this right ventricular (rv) lead continued to exhibit gradual high out of range shock impedances. The physician suspected cause to be possibly due to insulation damage. The physician will continue to monitor the patient at this time. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead averaged shock impedance values around 100 ohms, but recently increased to greater than 150 ohms. A commanded synchronous shock was performed at 1j measuring 80 ohms and again 40j measuring 73 ohms, so the plan was to continue to monitor the patient at this time. No additional adverse patient effects were reported.